Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that there will be a revision surgery to remove the tmj implant due to infection.

Manufacturer narrative:
Updated: d9, h6. The reported event could be confirmed as the explanted devices were sent back to manufacturer. The patient has a history of multiple tmj implantations and infections. The removed devices appeared normal, and no infection was confirmed via culture. Despite this, the surgeon noted a poor bite and decided not to continue treating the patient due to behavioral issues. The manufacturer confirmed the devices met specifications and were properly sterilized. Infection is a known risk and is indicated on the product labeling. In conclusion, no abnormalities were reported regarding the device. The surgeon confirmed that the cultures from the implant were negative, leaving the cause of the event undetermined. However, the patient¿s medical history and factitious disorder may have contributed to the pain and infection. Based on the investigation, there is no indication of an incorrectly working product or any issues related to the design, materials, or manufacturing of the tmj devices. Therefore, no corrective or preventive actions are deemed necessary at this time. This complaint has been added to the complaint trend.

Event description:
It was reported that there will be a revision surgery to remove the tmj implant due to infection.